Event description:
The rezum machine was alerting about an error message for "device failed" on 3 device that were opened. Surgery was completed but it took approx. 2 hrs. The waiting time while the patient was sedated and with anesthesia treatment. Reference reports: mw5118151, mw5118152.